Event description:
It was reported that a male patient underwent a re-do atrial fibrillation and left-sided atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that about 3 hours after a re-do atrial fibrillation and left-sided atrial flutter procedure, a pericardial effusion was noticed in the patient. The caller reported that they were notified of the injury on (B)(6) 2022, by the physician. The reporter noted that there was a drop in blood pressure on the patient. The pericardial effusion was confirmed via echo. The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed. The caller reported that while performing the pericardiocentesis, the patient continued to bleed and drain out of the access. A surgeon was then brought in to perform open-heart surgery. During the exploratory stage, a perforation was found in the right atrium of the patient. The perforation was repaired with 1 stitch. The caller noted that no ablation was performed with the thermocool® smart touch® sf uni-directional navigation catheter, in the right atrium. The caller reported that the physician suspects that the reprocessed soundstar catheter may have caused the issue, when they were navigating to the tricuspid valve in the right ventricle area. As of (B)(6) 2022, the patient was still hospitalized. The patient was reported to be in stable condition. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event is that it was the procedure. A pericardiocentesis was performed, with continued bleeding via drain a cv surgeon took to the operating room and did repair of perforation. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event for pericardiocentesis and intensive care unit recovery from open heart repair. A transseptal puncture was performed. Abbott brk1 ts needle 71 cm was used. Prior to noting the cardiac tamponade, ablation was performed as the effusion was noted post procedure in recovery area. There was no evidence of steam pop. The event occurred post procedure. An irrigated catheter was used in the event, the flow setting was recommended flow rates with 45w power (no ablation was performed in the ra). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were 3mm/ 3 sec; 25% at 3g; 3mm tag size. Additional filter used with the visitag was resp gated. Color options used prospectively were imp drop. The thermocool® smart touch® sf uni-directional navigation catheter in this complaint will be conservatively reported even though it was reported that "no ablation was performed with the thermocool® smart touch® sf uni-directional navigation catheter in the right atrium" since the thermocool® smart touch® sf uni-directional navigation catheter has to go through the right atrium to get to the right ventricle; therefore, we can not rule out that this product did not cause this event.

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).